Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was alarming and had squirted out insulin. Customer stated they attempted to prime and insulin squirted out of the infusion, with the device alarming continuously during the process . During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Informed customer alarming occurs when device is unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.